Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) with balloon dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon had a small leak. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.